Manufacturer narrative:
The reported complaint of no flow was confirmed. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, the admin set was unable to be primed through the millex filter. The rest of the set was able to be primed and no leaks were observed. It is unknown why the millex filter was unable to be primed. The probable cause of the millex filter unable to be primed could not be determined. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a tp4 kit w/10cc safeset reservoir, needleless valve filter millex and admin set where it was reported the registered nurse (rn) drew labs from the a-line without issue; however, when he attempted to flush the line, he was unable to pull any flush from the bag. The a-line still had a good waveform and blood return. The line was changed out and the old line was placed. There is potential patient harm with extra line change at risk for clabsi. There were no other devices being used on the patient at the time of the event. There was patient involvement and unknown patient harm.